Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. Corrected fields: e1, e2 and e3. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel lights were malfunctioning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the flickering indication on the front panel occurred due to power supply unit failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the visera pro xenon light source spare indicator light of front panel was flickering due to defective power unit. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.